Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the host pc was not starting. Analysis of the system log file does not show host pc malfunction. During troubleshooting, the rse found that the host pc was defective. The host pc was replaced by the customer. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host pc was not starting up. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the host pc did not have any power to the hard disk. Philips has started an investigation of this complaint.